Manufacturer narrative:
Additional narrative: patient information not available for reporting. 510k: this report is for two (2) unknown end caps for (B)(4)/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a procedure for a femoral diaphyseal fracture on (B)(6) 2017, surgeon could not attach the 10mm end cap to the a2fn nail. A second 10mm end cap was attempted without success. Surgeon tested a 5mm end cap. The test was successful but the actual insertion was not. Surgeon then opted to use another 10mm end cap and affix it to the acceptable position. Surgery was completed with a delay of approximately 15 minutes. No adverse consequence to the patient was reported. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. X-ray review did show that the end cap shown was not directly connected to the nail. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.